Event description:
It was reported that there was a pixel issue on the customer's pump display, which affected their ability to interact with the pump and read the screen, as only half of the screen was visible. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump, confirmed the shipping address, and instructed the caller on how to put the pump into storage mode. The customer agreed to return the problematic pump using a pre-paid label within 10 days and continued using the current pump as backup therapy.